Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, functional tests were conducted using 20 retained samples, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume(underfill). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, two tubes underfilled to approximately 1 ml. No adverse impact was reported regarding the patient or user.